Manufacturer narrative:
A 6mm x 2cm saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated; however, it ruptured due to heavy calcification. No patient injury was reported. The lesion was the superficial femoral artery (sfa). The percentage of stenosis was seventy percent and it was not a chronic total occlusion (cto). There was moderate vessel angulation. The device was stored, handled, inspected and prepped per the instructions for use (IFU), and the device prepped normally. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover, and no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used. There was no unusual force used at any time during the procedure. The balloon catheter removed easily and intact (in one piece) from the patient. The procedure was completed using a new non-cordis balloon catheter. The product was not returned for analysis. A product history record (phr) review of lot 17521200 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a stenosis of seventy percent may have contributed to the reported event. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the lesion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 6mmx2cm saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated, however it ruptured due to heavy calcification. No patient injury was reported. The lesion was the superficial femoral artery (sfa). The percentage of stenosis was seventy percent and it was not a chronic total occlusion (cto). There was moderate vessel angulation. The device was stored, handled, inspected and prepped per the instructions for use (IFU), and the device prepped normally. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover, and no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used. There was no unusual force used at any time during the procedure. The balloon catheter removed easily and intact (in one piece) from the patient. The procedure was completed using a new non-cordis balloon catheter. The device was discarded by mistake.